Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that during the puncture, it was found that the puncture sheath was broken and burr. The puncture could not be performed, the guide wire could not be penetrated, and a new catheter was opened for puncture. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer was confirmed but the root cause could not be determined. The product returned for evaluation was one 4.5 fr microintroducer and one guidewire. Additionally, four photos were provided for investigation. The photographs appeared to be of two different devices, referred to as unit 01 and unit 02 in this investigation, one of which matched the physically returned sample (unit 01). A gross visual inspection of unit 01 found that the distal end of the dilator and the distal end of the guidewire were bent. Microscopic inspection of the dilator tip found that the tip edge was deformed and uneven. Additionally, an indentation in the tip of the dilator was observed. Based on the available evidence it is not possible to determine when or how the dilator was damaged. Therefore, the root cause remains unknown. Evaluation of the photo of unit 02 found that use residue was present inside the dilator tip and that plastic deformation was present on the sheath tip. However, the photo did not provide enough detail to determine when or how the sheath was damaged. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during the puncture, it was found that the puncture sheath was broken and burr. The puncture could not be performed, the guide wire could not be penetrated, and a new catheter was opened for puncture. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.